Event description:
The patient reported an infection. The patient was hospitalized and prescribed antibiotics, and an explant procedure was performed on (B)(6) 2023. The infection has cleared and the patient has recovered.

Manufacturer narrative:
The surgical issue questionnaire was completed by quality with limited information.  Potential causes of infection are patient non-compliance (touching or picking at the wound), implanting a non-sterile device, not irrigating the site with antibiotics before closure, not using antibiotics preoperatively, not implanting in a sterile field, not prepping the skin with antiseptic solution, using inappropriate tools, multiple tunneling attempts and patient contraindicating conditions. However, the skin was prepped with antiseptic solution, antibiotics were prescribed pre-operatively, the site was irrigated with antibiotic solution before closure, and the patient did not touch or pick at their the wound. It is unknown what caused the infection. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended. Updated per FDA CAPA-2023-0013 correction 2.

Event description:
The patient reported an infection. The patient was hospitalized and prescribed antibiotics, and an explant procedure was performed on (B)(6) 2023. The infection has cleared and the patient has recovered.

Manufacturer narrative:
The surgical issue questionnaire was completed by quality with limited information.  Potential causes of infection are patient non-compliance (touching or picking at the wound), implanting a non-sterile device, not irrigating the site with antibiotics before closure, not using antibiotics preoperatively, not implanting in a sterile field, not prepping the skin with antiseptic solution, using inappropriate tools, multiple tunneling attempts and patient contraindicating conditions. However, the skin was prepped with antiseptic solution, antibiotics were prescribed pre-operatively, the site was irrigated with antibiotic solution before closure, and the patient did not touch or pick at their the wound. It is unknown what cause the infection. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is unknown. Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.